Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. All units shipped for this batch conformed to specifications with no anomalies or deviations during the manufacture of this batch. The most probable root cause of this event is anticipated procedural complication.

Event description:
Same case as MFR report #: 2134265-2008-02569. Clinical trial. It was reported that 289 days following a coronary artery drug eluting stenting procedure, the patient developed in-stent restenosis. The patient presented for the index procedure with an acute myocardial infarction. The index procedure treated a 2.5x28mm, 100% stenosed, de novo, mildly calcified, mildly tortuous lesion of the proximal portion of the distal rca (right coronary artery). The lesion was treated with direct stenting using two taxus express2 drug eluting stents (2.75x12mm and 2.75x24mm) and post dilation resulting in 0% residual stenosis. The patient returned 289 days following the index procedure with dyspnea on effort. Angiography revealed in-stent, persistent restenosis with no evidence of stent thrombosis. Treatment consisted of stenting of the rca and lad (left anterior descending) using another manufacturer's drug eluting stent. The event was reported to be resolved and possibly related to the device.